Event description:
Intermittent atrial under sensing noted on recorded atrial arrhythmias. P-waves measure 0.1mv and sensitivity is programmed 0.15mv. Potential for atrial under sensing. This is chronic. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).